Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 80% stenosed lesion being treated was located in the mildly calcified, moderately tortuous mid right coronary artery (rca). The physician predilated with a maverick2 3.0x20 mm, inflated twice to 12 atms for 60 seconds and once to 15 atms for 72 seconds. The 3.50x12mm taxus express2 drug eluting stent was inserted. The pt went into ventricular fibrillation and was defibrillated four times. Equipment was removed when the physician notice the stent was no longer on the delivery system. Bypass surgery was performed. The surgeon was unable to locate thhe stent in the rca during bypass surgery or in the operating room. There was a question if the stent embolized or not. No pt complications were reported. Pt status reported as "discharged home".